Event description:
The physician performed a diagnostic procedure on a young female pt through the common femoral artery using the axera device for vascular access. The procedure was unremarkable and there was no evidence of calcification or totuosity of the artery, but the pt experienced leg pain for a couple of days after the procedure and presented to the ER on (B)(6). The pt was admitted to hospital for a catheterization procedure, which revealed that she had a small posterior dissection of the common femoral artery. Open surgical repair was done and the pt was subsequently discharged from the hospital the day following the repair, doing fine.

Manufacturer narrative:
The device was not returned; therefore, failure analysis could not be performed. A review of the device history record (DHR) for this lot was not performed as the lot number was not reported. However, non conforming material report (ncmr) history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. Additionally, a review of complaint trending was performed for the last 6 months and no adverse or negative trend was identified. The axera access system instructions for use (IFU) was reviewed and vessel dissection is listed as a possible adverse event. Based on available info, there is no indication that the IFU was not followed. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined. The probable root cause for the reported pain is the dissection.